Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, it was reported that cartridge alarms (alarm 24, alarm 05 ) occurred. In addition, it was reported he pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to manual injections for insulin therapy.